Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the line that connects the flowcell fitting to the electrolyte injection cup (eic) in the unicel dxc 800 pro synchron clinical system broke at the cup end and fluid leaked onto the tray below the injection cup. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer cut off broken piece of tubing at the end and reattached and bec cts(customer technical support) generated a service request. A field service engineer (fse) went on-site (B)(6) 2011 and replaced the line. Ise primed 30 times with no leaking observed. Repair was verified per established procedures. (B)(4).